Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported during a revision procedure, the proximal end of the lead snapped and broke off near the ipg header port end. The physician decided to abort the procedure and referred the patient to a neurosurgeon.

Event description:
Follow up information identified the patient underwent scs system replacement. The 3228 penta lead was replaced with a 3219 tripole lead. Postoperatively, effective therapy was reported.